Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient stated that the operative report did not provide product identifiers however it did state an "8x12 sepramesh was cut to size."

Event description:
The following was reported to davol by the patient: on (B)(6) 2008 - patient was implanted with sepramesh during a ventral hernia repair. Patient was unaware of any complications as a result of this surgery and recovered well, without issue. On an unknown date in 2012 - patient stated to feel pain, as if he could "feel a clip" and "bulging" at the hernia site. The patient reports that "his doctor told him the mesh separated because the hernia is pushing through again and this needs to be repaired." The patient has stated that he has not had the surgery yet because the recovery time is 6-8 weeks, but he knows he needs to do it soon because the pain associated with the area is getting worse. He reports that he experiences discomfort during light lifting, and is taking vicodin, approximately every other day, as prescribed by his oncologist for pain (not know if this is related to the hernia pain).